Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The cg stated the home patient disconnected in the drain cycle. The tsr instructed the hp to cycle power to clear alarm. The tsr advised the cg to start over again using new supplies. The tsr reviewed proper procedures per the user manual with the cg. No further information is available at this time.

Manufacturer narrative:
(B)(4).the sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The caregiver stated the home patient disconnected in the drain cycle and then reconnected. The batch review was not performed because the lot number is unknown. A labeling review found the patient at home guide to be adequate for potential use/user error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).